Event description:
The patient was implanted with a herniamesh t-sling cal-ts10 lot 0192 on (B)(6) 2005many years later the patient has suffered chronic pelvic and vaginal pain, recurrent urinary tract infections, painful intercourse, back pain, painful and frequent urination, swelling, and additional surgical procedures. No further information has been provided.